Event description:
Customer reported an emergency room visit due borderline diabetes ketoacidosis and high blood glucose readings of 258 mg/dl. Customer reported lack of energy and throwing up prior to the hospitalization. Customer stated that the health care provider believes the insulin pump is malfunctioning. It was reported that the customer bolused multiple times and the blood glucose levels did not go down. No further information reported.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump received with cracked reservoir tube lip, scratched lcd window, cracked belt clip slot and cracked battery tube threads.